Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1288qt-100 acl fibertags suture disassociated from the needle. This occurred during an acl reconstruction on (B)(6) 2023, no fragments entered the patient and the was a slight delay while switching to another ar-1288qt-100 to complete the case. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to excessive forces shortening the suture strands.